Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow module has an intermittent issue where it did not display flow, displayed dashes and displayed a 'check flow sensor' message. The perfusionist was able to fix the issue by rebooting the system and unplugging the flow sensor and module. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.